Event description:
Boston scientific received info that the right atrial (ra and right ventricular (rv) leads need to be revised due to noise. Additional info received states that this pt has been scheduled for a lead and device replacement procedure. Subsequently additional info received from the pt states that his leads are not functioning and there is a lot of static on one of them. Programming changes have been made to the leads. The ra and rv lead exhibited noise, oversensing and pacing was delivered when not required. The rv lead was noted to have pacing inhibition with less than 2 seconds and no asystole associated. The system was successfully replaced with no adverse pt effects. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All product steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.